Manufacturer narrative:
No product will be returned per customer. The customer complaint of leak at filter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nurse noticed intravenous tubing leaking where filter connects to bifuse. Tubing changed and defective product form completed, and filter sent with it. Leaking filter was new. Tubing had just changed today, and minimal medications infused." An incomplete date of event of (B)(6) 2019 was provided.